Event description:
"77 yr old female run over by care...injury sustained multiple r ribfx's and r hemopneumothorax. Right chest tube was placed and attached to atrium chest drainage system. Atrium chest drainage system has a valve between drainage unit and suction that may be closed. Valve inadvertently left closed and patient went to CT scan. Patient was also intubated. Initial chest x-ray shows r pneumothroax. CT scan shows moderate to large right hemopneumothroax c leftward displacement of mediastinum. The valve being closed and the fact the patient was intubated increased size of pneumothorax and potentially lethal tension pneumothorax may have occurred."